Event description:
It was reported that the patient contacted support for assistance with a factory reset of the ilet system, and care team notes indicated the patient has been overtreating hypoglycemia, leading to subsequent hyperglycemic excursions that influenced automated insulin delivery. Symptoms included episodes of hypoglycemia and rebound hyperglycemia associated with treatment of lows. Outcomes included the need for troubleshooting guidance and therapy optimization without alarms, injuries, or hospitalization. Investigation included review of care team communications and device use history as described by the customer, with planned guided factory reset and education on gentle hypoglycemia treatment and target adjustments. Investigation of this case revealed user-related overtreatment of hypoglycemia contributing to glycemic variability, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to hypoglycemia management and subsequent device learning behavior.